Event description:
This is a spontaneous case report received from a medical doctor in united states on 02-jul-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2014 for permanent sterilization. Physician reported that patient had essure procedure about a year ago (in 2014) and then, more recently, had a novasure procedure done. Doctor said that inadvertent pulled out a portion of the coil while doing a novasure procedure. No additional information was provided. Follow-up received on 07-jul-2015: physician stated that patient had essure placed approximately 1 &#55321;ears ago, and the hysterosalpingogram revealed tubal occlusion. About 2 months ago ((B)(6) 2015), health care professional performed a novasure procedure and, when he was removing the instruments, part of the left tubal coil was dislodged and he cut part of the coil off. An ultrasound was ordered last week ((B)(6) 2015) and 7-8mm remained in the tube, and some are in the uterus. Physician wonders if patient can rely on the essure for contraception. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue and a usability issue. However, no adverse events have been reported. Neither batch number nor complaint sample was available for a technical investigation. The technical investigation concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately one and half year later physician inadvertent pulled out a portion of the coil while doing a novasure procedure. A control ultrasound was performed and showed 7-8mm of essure remained in the tube, and some are in the uterus. These events, regarded as device breakage due to unintentional essure removal, are non-serious. Device breakage is listed according to technical analysis while the other event is listed. Single cases have been reported of essure breakage, most often during difficult insertions. Also, performing intrauterine procedures without direct visualization may result in trailing coils of insert being ensnared in another device. When device is withdrawn, the insert may be removed. In the present case, the device breakage occurred during a novasure procedure, when doctor inadvertent pulled out a portion of essure coil. Therefore, causality with essure cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is expected.

Manufacturer narrative:
Follow up information received on 30-sep-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.